Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance measurement of 40 ohms in bipolar and less than 200 ohms in unipolar. Additional information obtained from the field representative that the cause was not determined. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.